Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loop breakage issue could not be determined, as the device was not returned to olympus for evaluation and was discard at the user facility, however, the issue was likely due to wear and tear. The loop at the distal end of the electrode wears during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the patient¿s surgery, the touring nurse and hand washing nurse checked that the front end of the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° was intact. At the beginning of the therapeutic intrauterine resection procedure, the device did not work during use. After inspection, it was found that the loop was broken. They changed to a similar device and finished the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.